Event description:
The customer reported a blood leak alarm during treatment. Issue started on: (B)(6) 2012. Issue noticed: during draw phase of 3rd cycle. Customer called to report blood leak alarm occurred during start of cycle 3, draw phase. Customer got alarm and noticed condensation on the inside of the lid. Customer then stopped pt treatment procedure, clamped pt's line and checked the centrifuge bowl for any visible leaks. Customer did not see signs of a leak, but did not continue with treatment. Customer disconnect pt's access line and aborted the treatment procedure. No blood or products were returned to the pt. The treating nurse was consulted and provided the following info: 1. The procedure was not a blood prime procedure; 2. The pt was infused with 100cc saline immediately prior to each cycle; 3. Two cycles were completed and the third cycle started when the issue arose. Thus the pt received 300cc saline during the procedure; 4. The blood was drawn for the h/h immediately after the pt was disconnected from the instruments access line; 5. The nurse stated that the pt was transfused with a unit of packed cells mainly because pt was going to return for another treatment the following day and they didn't want her to have a low hemoglobin for the next treatment. Estimated blood loss - 100cc. Customer will be transfusing 1 unit of packed red blood cells to pt due to drop in hemoglobin hematocrit. Pt's platelet count 458; anticoagulant ration 10:1; kit type: xt125 kit lot number: a713.

Manufacturer narrative:
A review of the batch record for lot a713 was performed. This lot met all releases requirements. There was 1 complaint reported for blood leak centrifuge alarms and 1 complaint reported for a bowl leak to date for this lot. (B)(4).